Manufacturer narrative:
Based on the information provided, there is no indication that a device directly caused the bleeding. The bleeding came from the carinal lymph node dissection site and unrelated to the stapling area of the lung resection. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure may have contributed to the postoperative complications. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. No system log errors were associated with the reported issue. This complaint is considered a reportable event due to the following conclusion: after a da vinci-assisted pulmonary wedge resection with systematic mediastinal lymphadenectomy, the patient had increased output in chest tube with hemothorax. The patient was brought back to surgery to control bleeding. The estimated blood loss was less than 750ml in 3hrs, and the patient was transfused with 2 units of blood. According to the surgeon, the bleeding came from the carinal lymph node dissection site and probably was caused due to vessel being in spasm intraoperatively. The bleeding was controlled by applying clips.

Event description:
It was reported that after a da vinci-assisted pulmonary wedge resection with systematic mediastinal lymphadenectomy, the patient had increased output in chest tube with hemothorax. The patient was brought back to surgery to control bleeding. According to the surgeon, the bleeding was secondary to the routine dissection from the carinal lymph node dissection site coming off a small branch of the bronchial artery during the lymphadenectomy. The amount of total blood loss was estimated to be about 200ml per hour for the first 2 hours. Within 3hrs the patient received was taken back to the or and received 2 units of blood transfusion. It was confirmed there was no bleeding from the lung or any other area, that required stapling. The bleeding was controlled by applying clips. The surgeon believed that no bleeding occurred intraoperatively maybe due to vessel being in spasm. The patient was stable throughout the resuscitation and the surgery, and patient did not have any subsequent complications. The chest tube was removed on post-operative day (pod) #2 and patient was discharged home on pod #3, and has been recovering well on follow-ups. Patient demographic information has been requested but unable to obtain.